Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed unexpectedly and the keypad buttons are not responsive. Customer does not recall any significant events leading to the error, except that alarm occurred when trying to change the infusion set. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for alarm but could not be completed due to buttons not responding. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.

Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. Unable to perform the error test due to the unresponsive buttons. The pump was received with a cracked case at the display window corners, and minor scratches on the lcd window.